Event description:
A hosp pharmacist reported that during an intraocular lens (iol) implant surgery, the iol was implanted upside down. The iol was removed and replaced during the same surgical procedure and a suture was required. Add'l info was received from the surgeon, who reported the lens was bent in the injector and it came out upside down with a rupture in the optic. The incision was enlarged and a suture was required. The surgeon reported following surgery there was initially some corneal edema which has resolved. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. However, based upon the info provided by the reporter, it appears that the lens was inserted incorrectly into the cartridge resulting in the reported complaint. There have been no other complaints reported in the lot number. Add'l info has been requested. (B)(4).